Event description:
The doctor reports that the implant container came empty. No affected dental position was reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: k011028, k013227.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received the packaging for tapered screw-vent implant ((B)(6)) for investigation. A visual evaluation was performed, and it was found that the packaging had already been opened by the customer. No implant was identified inside the packaging. Therefore, the coob/event could not be confirmed. DHR review was completed for the subject lot number 1251064. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251064 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿packaging: incorrect component quantity¿. The customer did not submit images/x-ray for the reported event. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9 - 10/19. Information identified: product packaging. Per the applicable IFU, it is stated: ¿all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use¿. Based on the investigation, the most likely root cause determined was improper handling of devices/packaging outside of zimvie controls. Therefore, based on the available information, packaging malfunction and the reported event/coob could not be verified since the condition of the product/packaging as received by the customer was unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed at this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative